Manufacturer narrative:
The manufacturing review of the subject lot identified component conditions that could have contributed to the reported issue. However, no deviations were initiated and during manufacturing, line fallout levels were unremarkable. The subject lot was conforming to all in-process and final inspection criteria. The progel platinum kit contains two pre-loaded glass cartridges. Both of which are both manually loaded into the applicator housing by the user. The plunger is then inserted into the openings in the rear of the cartridges. It was reported that when the surgeon pushed the plunger to expel the progel, the vial cracked. The IFU instructs the user to "load each cartridge into the twin-chambered applicator housing. Gently press the cartridges to seat them into place." In addition, it was not reported which glass cartridge had broke. Without the subject product or additional information, a definitive conclusion as to how the vial was cracked cannot be reached. The information provided by bard represents all of the known information at this time. Discarded by user facility.

Event description:
Information as provided by the user facility: it was reported that when attempting to apply the progel platinum, the device was damaged and the glass vial was noted to be cracked. The device was not used and another device was used to complete the case. The subject product is not marketed for us sales. A similar product is marketed in the us.